Event description:
It was reported that the catheter was leaking. A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure. While priming the catheter, it was noticed that a small stream of water, more than is typical, was spraying from the catheter close to where the catheter tubing transitions to the metal cutting tip. Upon loading the primed catheter on the wire and inserting into patient, the bubl error message appeared. Two or three steps were taken to clear the error message. A new catheter was primed with no issues and the patient incurred no harm or adverse events. The patient was doing great.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. The set up was conducted using the instructions per the dfu. The device primed as designed. The device was run for a period of 3 consecutive minutes with no issues or errors. The customer's return summary stated the tech noticed water coming from the transition of the tubing to the cutting tip. This is a normal function of the design of the catheter. The fluid that was noticed was from the infusion ports just proximal of the tip. The complaint of a bubble error was not confirmed.

Event description:
It was reported that the catheter was leaking. A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure. While priming the catheter, it was noticed that a small stream of water, more than is typical, was spraying from the catheter close to where the catheter tubing transitions to the metal cutting tip. Upon loading the primed catheter on the wire and inserting into patient, the bubble error message appeared. Two or three steps were taken to clear the error message. A new catheter was primed with no issues and the patient incurred no harm or adverse events. The patient was doing great.